Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) interacting with the chords causing possible tissue injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that the transeptal puncture was suboptimal as it ended up too high. The clip delivery system (cds) was advanced to the mitral valve, however imaging noted that the posterior clip arm was higher than the anterior arm. The distal end of the steerable guide catheter (sgc) and cds did not change angle of approach with application of the knobs. When the + knob was applied to correct the anterior/posterior clip arm relationship, the angle of the clip did not change as much as it normally does as if something was preventing it from fully applying changes. The same issue applied when using the a/p knobs on the cds. Additionally, while grasping the leaflets the clip interacted with the chords. Standard troubleshooting was performed to free the clip from the chords, however it appeared that the mr jet had worsened. The procedure continued and the clip was implanted reducing the final mr to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. After reviewing procedure echo images, it appeared that the sgc interacted with something in the left atria when crossing the septum which likely prevented the device movements from applying properly. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the reported difficult to change the angle of the clip using the a/p knob was due to procedural conditions. The cause of the reported clip interacting with the chords could not be determined. Moreover, the reported tissue injury is a cascading effect of the reported clip interacting with the chords. The reported mitral regurgitation (mr) is a cascading effect of the reported tissue injury. The reported unspecified tissue injury and mr, as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.